Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). The patient was reported to experience shortness of breath (sob). Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker exhibited undersensing of atrial fibrillation (af). The patient was reported to experience shortness of breath (sob). Reprogramming options were discussed. Further information was received that reprogramming was performed due to the persistence of af undersensing, however, oversensing on the atrial channel was observed. No adverse patient effects were reported. At this time, this device remains in service.